Manufacturer narrative:
Concomitant medical products: 02-010-01-0340, logic femoral ps cem right sz 4, 4868915, 02-012-41-4040, logic tibia traptray cem sz 4f/4t, 4818907, 200-02-35, three peg patella 35mm, 4970560. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2017, was revised on (B)(6) 2022, approximately 4 years 4 months post the initial procedure. The reported information indicated that in the middle of 2020, the patient began experiencing severe pain, swelling, and instability in his right knee. An MRI performed on (B)(6) 2021, on the patient¿s right knee demonstrated a ¿polymeric-induced synovitis¿, ¿focal femoral osteolysis, and prominent fibrous interface over the patella components¿, ¿deficiency of the fibular collateral ligament and degeneration of the popliteus tendon.¿ the patient's clinical, laboratory, and radiological workup on his right knee was negative for infection, but positive for loosening secondary to osteolysis secondary to polyethylene wear. No device returning due to this being a legal case.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implant and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.